Manufacturer narrative:
The reported events were helix mechanism issue and high capture threshold. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high capture threshold was not confirmed. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient had presented for an implant procedure due to sinus disease. During the right ventricular (rv) lead implantation, the rv lead was noted to exhibit a high pacing threshold. When the physician attempted to reposition the lead, it was found that the lead helix had failed to extend. The rv lead was not used. The physician elected to use another rv lead and successfully completed the procedure. The patient remained in stable condition.